Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the cadd pump did not administer the whole volume of medication and around 300 ml was left after 24 hours. No patient injury was reported.